Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Correction: section d6: implant date should have been "feb 25, 2014" instead of "jul 8, 2023".